Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence and that a cartridge change error occurred. It was also reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple supplies were changed to address the issues and the customer reverted to multiple dose injections for insulin therapy. The customer¿s blood glucose level was 240 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.